Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a intramedullary reaming of the left femur for a peritrochanteric fracture, a flexible reamer shaft broke while in the patient. The end piece snapped during reaming, and the shaft was retrieved with the drill. The broken piece was retrieved by pulling the ball tipped guidewire out of the patient. Surgical delay of an unknown number of minutes was reported. There was no patient consequence. Concomitant devices reported: unknown drill (part # unknown, lot # unknown, quantity 1), unknown ball tipped guidewire (part # unknown, lot # unknown, quantity 1). This report is for one (1) 10.0mm flexible shaft 440mm. This is report 1 of 1 for (B)(4).